Event description:
A home patient (hp) contacted global technical services (gts) regarding assistance with set up on the homechoice (hc) unit. The hp stated, she was unsure which bag stays on the heater plate during the therapy. The technical service representative (tsr) advised the hp of proper placement. The hp stated, she had the wrong bag on the heater. The tsr advised the hp to place the red clamp line supply bag on the heater. The hp confirmed she was in the fill cycle with fill volume (fv) = 1178 ml. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The reported condition was resolved over the phone; no sample was requested at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of the patient being unsure of which bag stays on the heater plate during the therapy. This complaint cannot be confirmed in the lab due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. Not enough data are available within the complaint information to identify root cause; therefore, the root cause of the complaint was not determined. This review found the labeling adequate for the use error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.